Manufacturer narrative:
The technician found the siderail latch was bent. The technician straightened the latch to repair the bed.

Event description:
Info received indicates the left siderail will not latch in the raised position.